Event description:
End user alleges while occupying the motorized wheelchair during a motor vehicle transport the driver stopped suddenly causing the end user fall out of the seat. Alleged, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported occupying the motorized wheelchair during a motor vehicle transport. The owner's manual warns, "do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint.